Event description:
The customer contacted baxter's service center regarding an unrelated alarm. The hp woke up and was wet. The hp found that the transfer set was loose, and the hp was not draining further. The hp felt empty. Baxter product surveillance (bps) received a voicemail from the home patient on (B)(6) 2012 stating that she was in the hospital. Bps contacted the patient's registered nurse (rn) on (B)(6) 2012. She stated that the transfer set had been in use since the patient started therapy about 2 months prior. The patient does not do manual therapy and only performs therapy on the homechoice. The connection between the patient connector and the catheter adapter was loose. The adapter was plastic and the manufacturer was unknown. There was no visible damage noted to the connector or adapter, and no difficulties were reported during use. The transfer set had not been previously reattached to the adapter by the patient or care giver. This event occurred while the patient was performing therapy while asleep. The nurse was not aware of anything that may have caused this loose connection. The catheter is typically taped to the patient's body when not in use. There were no samples available; the transfer set had been replaced and discarded. The hp was administered preventative antibiotics. The rn stated that the hp was currently in the hospital for unknown reasons, and she "didn't know if it was related to therapy yet". Otherwise, therapy since has been going well. Baxter followed up with the home patient on (B)(6) 2012. The hp stated that she did not notice anything unusual about her transfer set that could have caused the leak. The set had been replaced. The patient stated that she was currently in the hospital for peritonitis, but it was clearing up and she was feeling better. She stated she was still on (unknown)antibiotics. Product surveillance followed up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. The pdrn stated that after the leak the hp was treated with prophylactic antibiotics of vancomycin and ceftazidime (dose, route and frequency not reported.) The hp also had her transfer set changed. The hp was admitted to the hospital on (B)(6) 2012. The hp was discharged from the hospital on (B)(6) 2012. The hp is recovering from the events. No additional information is available as of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available. No adverse trend was identified for this mechanism. Per the event description, the patient experienced peritionitis. The patient reported that the peritonitis was clearing up and therapy has been going well.